Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this sales representative (sr) observed right atrial (ra) sensing almost at the same time as ventricular sensing. Technical services (ts) was consulted and stated the lead was likely dislodged. A chest x-ray will be performed. Patient has a good intrinsic rhythm. To date, no adverse patient effects were reported.